Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No external damage. There was a check clutch error in event history log (ehl). Occlusion and multiple flow test at customer programmed rate and syringe in log history. The reported issue was not duplicated. The root cause of the reported issue was found to be that ehl showed that the customer released the clutch during an infusion causing the check clutch alarm. The technician replaced position pot as a preventative measure. The part was over 4 years old.

Event description:
It was reported that the check clutch plunger lever error occurred. No patient injury was reported.